Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon ruptured at 16-18 atm's (rbp=16) and became caught in a previously placed stent. Upon removal, the distal portion of the catheter became hung up and broke off in the vessel. The pt had evidence of an occlusion of the left circumflex and was taken to surgery. Pt status is listed as "okay".